Event description:
It was reported that the patient underwent an MRI of the head using tesla 1.5. The pump was interrogated and no issues were noted. The hcp then attempted to increase the dose for spasm control. When the pump was updated, a "memory error" was noted on the programmer screen and a two-tone alarm was heard. The pump data (reservoir volume, reservoir alarm volume) were cleared and the pump mode changed to "stop pump." Because the reservoir volume had been cleared, an emergency drug refill was performed (18 ml) and the pump was then reprogrammed. The issue resolved; the cause of the pump memory error was undetermined.